Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated that patient was in the hospital with complex neurological symptoms with possible seizure like events ,metabolic encephalopathy, was a history atrial fibrillation which may be a factor contributing to some neurological sequelae. It was also reported as unknown for what components were involved. The cause of event was not determined and it was noted as unknown if device related. It was noted that the device was off and patient was unavailable. The patient outcome was reported as unknown at this time.

Event description:
It was reported that the patient¿s device was turned off due to device malfunction. The patient¿s health care provider (hcp) ordered an MRI of the brain for right side weakness and they had received the MRI guidelines. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient did not have right sided weakness. She was having seizures. Her device malfunctioned 2 years prior to seeing the health care provider. It was noted that patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v151684, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).